Event description:
It was reported by service report that the head left outer and inner siderail panels were cracked with no sharp edges exposed. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Conclusion: the customer requested preventive maintenance on the unit and to report any other failures for the customer to repair at their discretion.